Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks and ovalization along the catheter shaft. This damage was incidental to the reported complaint. The ovalization on the catheter shaft may have contributed to resistance during advancement of the guidewire through the lantern. The kinks may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2024-00111.

Event description:
The patient was undergoing a coil embolization procedure in the peroneal artery using a lantern delivery microcatheter (lantern), a non-penumbra glide catheter, and a guidewire. During the procedure, while initially advancing the lantern over the wire and into the glide catheter, the physician kinked then fractured the lantern. Therefore, the lantern was removed. It was reported that the same issue occurred to a second lantern. The procedure was completed using a non-penumbra catheter, and the same guide catheter and guidewire. There was no report of an adverse effect to the patient.